Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. This issue was identified during set-up/ preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b5: update quantity to three (3) large volume infusors (reported as quantity one on initial). H4: the lot was manufactured from april 04, 2022 - april 05, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.